Manufacturer narrative:
Product event summary: a connector boot cover with lot/serial number (B)(4) was returned for evaluation. The reported event was confirmed via functional examination. During functional testing, it was noted that the driveline cover could not be pulled back as it remained stuck on the driveline connector due to the plastic deformation observed at the connection area. Visual inspection revealed plastic deformation at end of the boot cover where it connects with the controller. This deformation was likely introduced during use of the device and most likely led to the connector boot cover getting stuck and not performing as intended. Additionally, the rubber was found to be harder than another driveline boot cover which was used as a representative sample. The hardness of the returned driveline boot cover may be attributed to environmental factors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the driveline cover (rubber boot) could not be pulled back in order to perform a controller exchange. The rubber was reported to be extremely hard and stuck on the driveline connector. The cover would rotate clockwise around the connector and was unable to be removed. The ventricular assist device (vad) technician used the aid of a heat gun to make the rubber pliable enough to slide back over the connector to gain access. The driveline cover was removed and replaced at the time of the controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.